Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the needle moved out of port on his own. In all three incidents, the needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed. The needles have been used for about 9 months. None of these incidents occurred at that time. This incident has now occurred three times in a short space of time. This report addresses the first occurrence.

Event description:
It was reported needle moved out of port on his own. The needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed. The needle has been used for about 9 months. No incident occurred at that time. Unfortunately, the needle was discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.